Manufacturer narrative:
Literature citation: tohru funayama, norihito arai and hisashi sugaya."experience with adjacent vertebral fracture within one month after balloon kyphoplasty for osteoporotic vertebral fracture". (B)(6). (B)(4).

Event description:
It was reported in an abstract that a patient underwent balloon kyphoplasty (bkp) surgery to treat th12 vertebral fracture. Lower back pain appeared, triggered by fall, causing difficulties in daily living. Food intake decreased and dehydration developed. Patient consulted in hospital 4 weeks after injury. Vertebral collapse rate was 67% in the standing position and 31% in the supine position. The difference was 36%, indicating strong in stability. Pain alleviated soon after surgery, allowing the patient to resume walking. However, on the 7th postoperative day, adjacent vertebral fracture was revealed at the th11 level by plain x-ray. Th12 vertebra underwent collapse again. Pain did not relapse during the first 4 weeks after surgery, and the patient was accommodated into a care facility. However, when patient came to the hospital 12 weeks after surgery, patient had difficulty walking again due to back/lower back pain. Because the patient does not desire additional treatment, patient is now being followed without further treatment.